Event description:
The customer states that one patient sample generated discrepant results between the open and closed modes of operation on the cell-dyn 32000 sl 110-refurbished analyzer. The customer gave the following example: wbc, open mode: 6.14, closed mode: 0.46/0.23 k/ul. Hgb, open mode: 15.7, closed mode: 16.3/9.8 g/dl. No suspect results were reported from the lab. The customer states that the differential results do not match but all other parameters correlate. The customer did note that blood was visible in the tubing from the closed mode needle to the y-valve. A number of troubleshooting procedures did not resolve the issue and a service call was initiated. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.